Manufacturer narrative:
This report is submitted on 13 july 2020.

Event description:
It was reported that area at abutment site became infected and subsequently skin revision was performed to remove excess skin.

Manufacturer narrative:
This report is submitted on february 13, 2020. There is a correction to the abutment model.

Event description:
There is a correct as to the abutment model.

Manufacturer narrative:
This report is submitted on 20 november 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth and inflammation at abutment site; subsequently the patient underwent skin revision surgery and was treated with injectable steroids and topical antibiotics.